Manufacturer narrative:
B4:11may2021. The authorized service personnel (asp) reported that the battery was replaced to address the reported issue.

Event description:
The customer reported after installation they encountered a battery error. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient. The issue was discovered after installation.